Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels of 396-397 mg/dl with high ketones. Reportedly, the customer attempted to resolve bg with a bolus via pump however, this did not resolve the issue. The customer was taken to the emergency room (ER) and treated with intravenous (IV) fluids and an insulin drip. The customer was in the ER for eight hours before being admitted into the hospital. While in the hospital the customer received treatment of IV fluids of saline and insulin. The treatment resolved the issue and the customer was discharged on (B)(6) 2020 with no permanent damage. Tandem technical support could not identify any problems with the pump and it's delivery system. The customer reverted to alternate insulin therapy.